Event description:
During an initial implant procedure, there was a failure to remove the stylet from the left ventricular (lv) lead. The lv lead was explanted and a new lv lead was implanted to resolve the event. The patient is stable.

Manufacturer narrative:
The reported events of ¿stylet doesn¿t come out of lead¿ and ¿is-1 connector was damaged¿ were confirmed. As received, a complete lead with stuck stylet was returned in one piece. The connector pin with the crimp sleeve were found pulled out from the connector assembly consistent with damage due to excessive forces applied while attempting to remove the stylet from the lead. The polytetrafluoroethylene (ptfe) coating of the stuck stylet was found stripped and was bunched up with the inner coil distal to the connector pin. The connector cap was intact and in placed in the connector assembly. The cause of the reported events was isolated to the bunching of the stylet ptfe coating inside the inner coil at the connector region that prevented the removal of the stylet and excessive forces resulted in the connector pin with the crimp sleeve to be pulled out of the connector assembly.

Event description:
Additional information was received that there was also damage observed on the left ventricular (lv) lead during the procedure.